Manufacturer narrative:
The field service rep was unable to determine a cause, but noted the user experienced water dripping from the slipper probe which may have been the cause. He was unable to duplicate the issue. Performance tests were performed which were within spec.

Event description:
User received discrepant tsh and ft4 results for about twenty pt samples. Eighteen examples were provided. Sample 1 initial tsh 1.14 uiu/ml, repeat 5.77 uiu/ml. Sample 2 initial tsh 0.37 uiu/ml, repeat 1.33 uiu/ml. Sample 3 initial tsh 0.51 uiu/ml, repeat 1.82 uiu/ml. Sample 4 initial tsh 0.67 uiu/ml, repeat 2.35 uiu/ml. Sample 5 initial tsh 0.44 uiu/ml, repeat 2.71 uiu/ml. Sample 6 initial tsh 0.22 uiu/ml, repeat 0.54 uiu/ml; initial ft4 7.34 pmol/l, repeat 1.42 pmol/l. Sample 7 initial tsh 0.07 uiu/ml, repeat 0.03 uiu/ml; initial ft4 7.77 pmol/l, repeat 1.37 pmol/l. Sample 8 initial tsh 1.58 uiu/ml, repeat 3.85 uiu/ml; initial ft4 4.97 pmol/l, repeat 1.56 pmol/l. Sample 9 initial tsh 0.88 uiu/ml, repeat 2.35 uiu/ml; initial ft4 7.66 pmol/l, repeat 1.17 pmol/l. Sample 10 initial tsh 1.13 uiu/ml, repeat 2.99 uiu/ml; initial ft4 6.72 pmol/l, repeat 1.07 pmol/l. Sample 11 initial tsh 2.86 uiu/ml, repeat 8.56 uiu/ml. Sample 12 initial tsh 3.08 uiu/ml, repeat 10.60 uiu/ml. Sample 13 initial tsh 0.39 uiu/ml, repeat 1.05 uiu/ml; initial ft4 6.97 pmol/l, repeat 1.00 pmol/l. Sample 14 initial tsh 0.57 uiu/ml, repeat 1.70 uiu/ml; initial ft4 4.85 pmol/l, repeat 1.23 pmol/l. Sample 15 initial tsh 0.35 uiu/ml, repeat 1.16 uiu/ml; initial ft4 6.39 pmol/l, repeat 1.16 pmol/l. Sample 16 initial 0.46 uiu/ml, repeat 2.58 uiu/ml; initial ft4 7.68 pmol/l, repeat 1.18 pmol/l. Sample 17 initial tsh 1.60 uiu/ml, repeat 4.28 uiu/ml; initial ft4 3.31 pmol/l, repeat 1.05 pmol/l. Sample 18 initial tsh 0.56 uiu/ml, repeat 1.96 uiu/ml. Initial results were reported. It was not known if pts were adverse affected.